Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons were harder to push. Customer¿s blood glucose was unknown. Customer stated that the scratched on screen and diminished battery life. Troubleshooting was declined. The insulin pump will not be returned for analysis.